Event description:
Reportedly, the pt's colon was damaged allegedly during the insertion of a versaport trocar - type unknown. This necessitated a laparotomy being performed to repair the damage. Pt condition is fine. No further info is available.